Manufacturer narrative:
.

Event description:
It was reported that the device misdiagnosed an af as vt and delivered inappropriate atp therapy. The device was reprogrammed and remains implanted. The patient was in good condition following the event.